Manufacturer narrative:
Field service engineer (fse) was on site and ran field diagnostic testing which failed. The wash tower was dirty and it was cleaned. Although a definitive root cause has not been determined for this event, the sample and the dirty wash tower effect sample integrity and could have contributed to the event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci), on (B)(6) 2008 regarding erroneous results on the access 2 section, dxc 600i crated for the troponin assay for one patient sample. The customer re-ran the sample and it was within the range specification. The specimen was noted to be slightly cloudy but customer indicated that proper procedures for sample handling and centrifugation has been followed. The initial erroneous results were reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.